Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present on the needles. The device was removed over a guide wire and a second proglide was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.